Manufacturer narrative:
The device was received for evaluation. During evaluation, the device was found to have directional flow labels missing. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be directional flow labels missing and case shimming is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had direction flow labels missing. No additional information is available.